Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple altitude alarms in the past. Reportedly, the alarms occurred when the pump was wet. There was no reported impact to the customer's blood glucose level. Reportedly, the customer was ultimately able to clear the alarms and resume insulin delivery.